Manufacturer narrative:
The following devices were also listed in this report: modular dual mobility insert; cat# 626-00-42e; lot# 16367154. Tridentii tritanium multi 52e; cat# 709-04-52e; lot# 97370201a. 6.5mm low profile hex screw 35mm; cat# 7030-6535;lot# frma2. 6.5mm low profile hex screw 60mm; cat # 7030-6560; lot# ual. 6.5mm low profile hex screw 20mm; cat # 7030-6520; lot# u6fa. 6.5mm low profile hex screw 20mm; cat # 7030-6520; lot# xkwa2. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving a adm liner was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10-6 in accordance with applicable iso standards. The exact cause of the infection event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "date of awareness is yesterday. Patient revised due to infection. No other information available due to hospital policy. Left hip." A competitor proximal body, femoral head, adm/ mdm poly insert, and mdm metal liner were revised.